Event description:
It was reported, the patient presented to the emergency room after receiving two shocks. A device interrogation found high right ventricular (rv) lead impedance and many short v-v intervals. A lead fracture was suspected. It was noted that the lead was implanted after the use before date. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator (ICD)  (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated. Ten non-sustained tachycardia (nst) episodes and 5 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum right ventricular (rv) pace impedance rises from an approximate baseline of 825 ohms to greater than 2500 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.